Event description:
The subject device was returned for analysis and it was discovered that the stent (subject device) delivery wire was found to be broken/fracture during use.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the stent was seen to be deployed and protruding from the distal tip of the sheath. (Deployed on table by operator). The stent delivery wire (sdw) was seen to be broken. The sdw was seen to be kinked. The stent was seen to be deformed. The introducer sheath was returned intact. Functional inspection was not carried out as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿stent difficult/unable to advance or pullback through catheter¿ was not confirmed during device analysis, however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. Addition information received was the device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis , the stent was returned deployed and protruding from the distal tip of the introducer sheath and once removed was found to be deformed, however it was reported the stent was deployed on the table by the operator. The sdw- stent delivery wire and was found to be kinked and broken and the introducer sheath was returned and was found to be intact. Its likely the damage caused to the device was due to manipulation of the device when the reported resistance was felt during the clinical procedure. The as reported event of ¿stent difficult/unable to advance or pullback through catheter¿ as well as the as analyzed event of ¿sdw broken/fractured during use¿, ¿sdw kinked/bent¿ and ¿stent deformed¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.